Manufacturer narrative:
The account attempted to adjust the casters, but the issue remained. Repairs have not been completed.

Event description:
The account alleged that the brakes will set on the stretcher but will still swivel.